Event description:
During interrogation an error code of early battery depletion was noted. Pt was admitted on (B)(6) 2014 w/o incident; discharged on (B)(6) 2014. Dates of use: 3 years. Diagnosis or reason for use: used to treat ischemic cm. Generator replaced.